Event description:
It was reported that "after connecting the product with an enterprise stent" when starting to embolize using the trufill dcs orbit coils, "it started reeling off" and there were four coils that presented with the same event. It was reported that none of the coils were inside of the patient. This was the physicians first time using the device. There was no injury to the patient. In response to multiple investigational attempts, no further information or clarification of the event has been received.

Manufacturer narrative:
A review of the manufacturing documentation associated with final assembly lot 13336036 and coil subassembly lot 13325072 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The DHR review indicates that the product was tested and inspected per established manufacturing requirements including inspection results test. Based on the limited available information and without further clarification of the event or procedural information, no conclusion can be made regarding possible clinical factors that may have contributed to what appears to be stretching of the orbit coils. Based on the device history record review, there is no indication that it is related to the device manufacturing process. This is one of four products involved with this adverse event, which is associated with mfg reports # 1058196-2009-00283, 1058196-2009-00284, & 1058196-2009-00285.